Manufacturer narrative:
Additional patient¿s identifier reported as (B)(6). Date of postoperative pain development is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) a device history record (DHR) review was performed manufacturing location: monument, manufacturing date: 16-oct-2008, expiration date: 30-sep-2017: part #: 04.031.934s, lot#: 5891278 (sterile) - 08.2mm ti adolescent lat entry femoral nail-ex/340mm/rt-ster - sterile. Quantity 6. Component parts reviewed: raw material part no: 21012 bp 80, 5336099 - raw material received from supplier perryman company. Certified test report, certificate of test for ti received from allvac meet specification. Raw material inspection sheet and raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process acceptance sheet, inspect dimensional, final inspection met inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of an adolescent nail was performed on (B)(6) 2018. The patient was initially implanted with one (1) adolescent nail and three (3) 4mm locking screws on (B)(6) 2017. After the implant, the patient started experiencing pain and believed that the pain was caused by the nail. Due to the pain, the patient was brought back to the operating room on (B)(6) and the nail was removed. The nail was not replaced with any new hardware. The removal surgery was successfully completed without any delay. The patient was reported to be fine at the end of the procedure. This report is for one (1) unknown ø8.2mm ti adolescent lat entry femoral nail-ex/340mm/rt-ster. This is report 1 of 2 for complaint (B)(4).